Event description:
Mom called to report that her tranform exploded when she was taking it out of the wall. She mentioned that the breakers in the house popped too. The transformer broke into three pieces and the wiring is hanging out of it which is a safety risk.

Manufacturer narrative:
A replacement power adapter was sent to the customer. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Attempts to retrieve the product and to get additional complaint information are ongoing. The cause of the breach in the rev n transformer has not been determined at this time. The issue is currently being investigated under (B)(4).